Event description:
Information was received from patient rep regarding an implantable neurostimulator (ins). The reason for call was patient rep mentioned that the patient believes that the implant is no longer working. Patient rep mentioned that the patient felt that the implant is bent. Patient rep also mentioned that whenever they charge the implant, the implant will only charge up until 70%. Patient rep will have an MRI on june 16th and they would like to check if the device is working since patient is in pain. Agent had patient rep reset the controller. Patient rep mentioned that they saw stimulation off. Agent walked patient rep thru turning the stimulation back on. Patient confirmed that they still do not feel the implant working. Agent walked patient thru increasing stimulation, changing groups and increasing stimulation for that group. Patient mentioned that they still didn't feel any stimulation. Patient rep mentioned that a few months back, patient fell on the hips area. Patient rep mentioned that the patient kept on telling them that the implant is bent. Agent redirected the patient rep to their doctor (hcp) and recommend that they have to have the implant check. Pt rep called back and mentioned the pt fell on the ins and now the ins looked bent and therapy was not working. Medtronic (mdt) rep. Was contacted last week and tried some troubleshooting including charging ins, but the therapy did not work. Mdt rep. Redirected pt to hcp. Hcp then provided patient services (pats) phone number and suggested pt call pats to get mdt rep scheduled for an appointment at hcp's office. Agent explained the role of mdt rep. , provided nas, emailed local mdt reps, and redirected to hcp.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.